Event description:
It was reported by india that during service and evaluation, it was determined that the motor device ran in locked position. It was further observed that the cable was damaged, and the cutter could not be secured/locked. It was further determined that the device failed pretest for visual assessment, cable assessment, cutter lock assessment, motor thermistor assessment, short circuit between phases and connector body, no short circuit between hall sensors and connector, no short circuit between 5vdc line and connector, no short circuit between sensor gnd and connector body and safety assessment. It was noted in the service order that the hose pipe detached from the handpiece and the device continuously displayed an e2 error message indicating handpiece lock engaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported conditions of the device falling apart ¿ unattached and displaying an e2 error message indicating handpiece lock engaged were not confirmed. Therefore, an assignable root cause was not determined. However, the device running in locked position, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).